Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/6/2018. Device evaluation summary: on 3/21/2018, a mentor smooth round moderate profile 475cc saline prostheses were received by the mentor failure analysis lab with no accompanying information. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 1.5 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint could not be confirmed since there is no event to compare with. At this point, it is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, lot #5858994. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round moderate profile 475cc saline prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. (See 1645337-2018-02297 for report on contralateral prosthesis). In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of these devices could be characteristic of an event where a patient required medical device removal, and as a result, this event will be conservatively reported to FDA.